Event description:
It was reported that the patient deceased. Review of the stored electrograms appeared to indicate the patient was in a ventricular fibrillation (vf) which the device was undersensing. The device did not deliver any therapy. The cause of death is presumed to be related to the cardiac event.

Manufacturer narrative:
Information suggests that the device return will not be anticipated.